Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear and slight black tissue were noted. Patient's stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep also reported he can provide some event-related pictures, and that no further information will be available.

Manufacturer narrative:
An event regarding disassociation and fretting involving an unknown accolade tmzf stem was reported. The event was confirmed via medical review and photographs. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The stem was shown to have blood spots/biological material throughout the device and dark material on the trunnion. The stem trunnion also shows signs of degradation. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: provided x-ray image confirms disassociation and implant images show dark material and wear on taper stem. Need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: a review of the provided medical information by a clinical consultant indicated: provided x-ray image confirms disassociation and implant images show dark material and wear on taper stem. Need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear and slight black tissue were noted. Patient's stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep also reported he can provide some event-related pictures, and that no further information will be available.